Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. Technical services reviewed the stored episodes and found the noise artifact and baseline shift in the shock episode and an untreated episode was consistent with an issue at the sense b node. The device was programmed to the primary vector at the time of the shock. An untreated episode stored on (B)(6) 2021 showed a different type of non-physiological signal with oversensing. Troubleshooting was performed and the same noise from the shock episode was able to be reproduced with arm movements. Technical services discussed performing additional troubleshooting, to see if the artifact was able to be reproduced in the secondary vector. It was noted that during initial troubleshooting, the secondary vector showed appropriate r-wave amplitudes and sensing, while myopotential noise was produced. Technical services reviewed the new data from troubleshooting and confirmed the myopotential noise in the secondary vector was well managed and marked as noise, with minimal oversensing observed. It was recommended to keep the sense vector programmed to secondary, as that vector does not use the sense b node, and to monitor the patient in the remote monitoring system so additional data can be reviewed. No adverse patient effects were reported, outside of the inappropriate shock. The device remains implanted and in service.